Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the cartridge plunger was not working. The reporter indicated that the cartridge was discarded and a new cartridge was used. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the cartridge has not been returned; a retained sample from the reported cartridge lot was pulled and evaluated by product analysis with the following findings: the cartridge was cycled and filled successfully with no air bubbles formed inside the cartridge. A cartridge leak test was performed and no leaks were noted from anywhere on the cartridge. A cartridge force test was completed with all of the cartridge force measurements within required specifications.

Manufacturer narrative:
No product return is expected as the product was reportedly discarded. No conclusions can be made at this time.